Event description:
Patient was 12 minutes into treatment when they suddently sat up, complaint of nausea and became anxious. While being assessed by a nurse, they took a deep breathe and became unresponsive and went into respiratory arrest. CPR begun - ems called- 0702 - CPR continued 0704 agonal breating noted: patient became responsive. Patient began to breathe independently & placed in recumbent position. O2/3lpm/nc in progress 0715 ems assisted & pt sent to hospital per ambulance for observation.